Event description:
It was reported that the device was used during a laparoscopic diagnostic gynecological procedure. It was reported by the rep that the safety shield would not retract to expose the blade. Pulled a third one to finish the case. (1) device is being returned and (1) device was discarded. There was no consequence to the pt.